Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient was watching television when suddenly he was not responsive. The patient was making sounds but was not saying words. At that time the cgm reading was 150 mg/dl, and an ambulance was called. When the paramedics arrived a fingerstick was taken and the cgm was reading 150 mg/dl and the blood glucose reading was 39 mg/dl. The patient received a bolus of 50 dextro and was brought to the hospital. At the hospital the patient received 1 more bolus of dextro and was given unspecified intravenous treatment. After the patient regained consciousness he was given food. The patient also got a CT scan and an x-ray to rule out any other possible causes of the loss of consciousness, no abnormalities were reported from these scans. The patient recovered after treatment and was discharged before 11pm on the same day as the day of the event. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.